Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387-40, lot# 0205957882, implanted: (B)(6) 2012, product type: lead. Product ID: 3387-40, lot# 0205941726, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimu ator for dystonia. It was reported the patient could not communicate with the implantable neurostimulator (ins), which was overdischarged. The patient had misunderstood recharging information that was displayed on the screen. Over the phone troubleshooting was attempted to recharge the ins with no success. There was also an attempt to check the ins status and battery using the patient programmer with no success. The ins was restarted to restore function (1 hour restart) and the patient was re-educated on the recharging process. The issue was considered resolved at the time of report. No surgical intervention had occurred or planned. The patient status was alive with no injuries. A day later it was indicated that the data files were reviewed and they had only noted one overdischarge with the battery. It appeared the last recharging session recorded by the ins was on (B)(6) 2016. This would reasonably suggest the battery had gone into overdischarge sometime in late october or early (B)(6). It was noted the impedance values were within normal limits. No complications were reported/anticipated.